Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the device was not available for evaluation. No information provided in the following section(s): a2, a3, a4, a5, b6, d4 (exp date) the following section(s) have additional info; g4, g7, h1, h2, h3, h6 and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
Patient had right total knee replacement (B)(6) 2013. Revision due to right knee pain. X-rays showed loose femoral component. In the operating room the femoral component was pulled off by hand and had no cement on it at all.